Manufacturer narrative:
The complaint of a catheter break and embolization is inconclusive due to the sample condition. The complaint sample was returned in two sections. A cross section view of the distal end of the proximal section exhibits a smooth, glossy striated veneer. These traits are characteristics of tubing that has been severed with a sharp instrument such as a knife or scalpel. The proximal end of the distal section exhibits these same characteristics. The two ends were mated together and revealed a close match. It should be noted that no break in the tubing was observed with the complaint sample. In addition the info provided by the user does not indicate an obvious source of the damage and is insufficient to determine a cause. There is no info of any further complications that were encountered between the initial placement of the device and at the time of the reported incident. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Catheter break was found. The incident occurred when the patient removed the tape used on skin surface. The catheter was stretched out during tape removal and break occurred. The broken segment migrated into a vessel and was removed using catheter.